Event description:
During the atrial flutter and implantation of internal cardiac defibrillator system, upon removal of the right femoral venous sheath size 12fr, the distal portion tore from the proximal half. The distal portion of the sheath was retained within the femoral vein. The surgeon reported that he utilized the 3 port sheath system in the same fashion that he normally did. This time, when attempting to remove the sheath, it separated inside the vein. He had the team hold pressure at the site to keep the broken sheath piece from migrating. Vascular surgery came and removed the sheath in one piece and closed the vein. The patient tolerated the procedure without further complication.

Manufacturer narrative:
The photos appeared to show one fast-cath introducer. The introducer shaft appeared to be fractured and detached. Visual inspection was based solely upon a review of the photographs provided. The device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. Added code for the hematoma that occurred.